Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory rate sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator and non boston scientific right atrial lead exhibited noise and respiratory rate trend oversensing. Noise was reproducible with isometrics testing and pace impedance measurements were greater than 3,000 ohms. Boston scientific technical services recommended follow up with the device following physician. The device remains in service. No adverse patient effects were reported. Additional information was received that the patient presented to the clinic due to palpitation symptoms. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory rate sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator and non boston scientific right atrial lead exhibited noise and respiratory rate trend oversensing. Noise was reproducible with isometrics testing and pace impedance measurements were greater than 3,000 ohms. Boston scientific technical services recommended follow up with the device following physician. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this implantable cardioverter defibrillator and non boston scientific right atrial lead exhibited noise and respiratory rate trend oversensing. Noise was reproducible with isometrics testing and pace impedance measurements were greater than 3,000 ohms. Boston scientific technical services recommended follow up with the device following physician. The device remains in service. No adverse patient effects were reported.